Event description:
Emergency med sys personnel were attending to a pt in full cardiac arrest at a physician's office. The pt was diagnosed to be in ventricular fibrillation and allegedly when an attempt was made at delivering a countershock, the monitor blinked out and ceased to function. There were no adverse effects to the pt reported as a result of the alleged malfunction.

Manufacturer narrative:
Section h: physio-control examined the device and was unable to duplicate the reported malfunction, however a review of the error code log revealed an nv ram failure had occurred sometime prior to the device evaluation. The error message was cleared and did not recur during test. The main printed circuit board was replaced as preventative mainteneance, proper operation confirmed and the device returned to the customer for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.